Manufacturer narrative:
Calibration was last performed on 26-feb-2023. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed remaining volume decrease and sample foam detection alarms. It was found that the customer's centrifugation time of 5 minutes at a speed of 4100 rpm, which may be too short and too fast. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable ureal urea / bun results for 1 patient sample on a cobas pro c 503 analytical unit. The initial bun result was 7.0 mg/dl. The initial result was reported outside of the laboratory. The patient had a second sample collected the next day and the new result was accompanied by a delta check, which prompted the customer to repeat the sample. The repeat result was 89 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 70099601. The expiration date was not provided. The investigation is ongoing.